Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information was requested and the following was obtained: did the needle broke off from the suture during use on the patient or before use on the patient? During use were there any patient consequences? No. Could you please provide the lot number? Ramjzt. Was the other event previously reported to ethicon? Can you provide a product complaint number? (B)(4). Procedure name and date? Unknown . Device return status/follow up? Not received yet. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®, active ingredient(s): triclosan dosage. Form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the needle came loose or broke off from the thread at the swage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: 98 packets of product code pdp325h were returned to ethicon inc for analysis with the packaging closed. Upon visual analysis of the returned samples revealed that cracked barrel defect was observed at the swage area of all needles. As per returned conditions of the sample no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary: an opened sample of product code pdp325h was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that cracked barrel defect was observed at the swage area of the needle, the barrel hole was examined under 20x magnification and the fracture was found in the sample. As per returned conditions of the samples no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ramjzt and no non-conformances related to the reported complaint condition were identified.